Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the ophthalmic upper lamp failed to illuminate during cataract surgery. The procedure was completed without harm to the patient.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The lamp was replaced to address the issue and was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the serial under investigation. The lamp was received for testing on this investigation. A visual assessment of the returned sample found no visual non-conformities. The sample was installed into a calibrated illuminator module and the console powered on without any advisories. The console was then tested and there were no associated system messages (sm) displayed when port 1 and port 2 were turned on. However, port 1 measured at 8.67 lumens, which is outside of the 10 to 22 lumen specification. As such, the reported event was confirmed at the investigating site. The root cause of the reported event is attributed to the nonconforming lamp. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).